Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) . All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6). Initial result was 117, repeat results were 141 and 140 mmol/l. The patient was redrawn, under sample ID (B)(6) , and the result was 137 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott customer service representative (csr) reviewed instrument logs due to the customer reporting a falsely sodium result on the alinity c processing module, serial number (B)(6). The csr was unable to identify a single definitive cause for the decreased result, so the alinity c processing module, serial number (B)(6), was considered the likely cause of the issue. However, sample integrity (hemolysis) could not be ruled out as a possible cause. No additional discrepant result issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased sodium results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l):sample ID(B)(4) initial result was 117, repeat results were 141 and 140 mmol/l. The patient was redrawn, under sample ID(B)(4), and the result was 137 mmol/l. There was no impact to patient management reported.